Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The touch screen test failed and upon power up, the ok, stop and up/down arrows illuminated; however, the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the touch screen became fully operational. The functioning inverter board was removed from the touch screen at the completion of the investigation. An internal visual inspection of the returned cycler encountered no other discrepancies. A burn smell did not occur during the investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process related to the reported symptom code(s). In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during their peritoneal dialysis (pd) treatment. There was also a burning smell coming from the back of the cycler. The outlet was operational and the ok, and stop keys were illuminated. Rebooting the cycler did not restore the display. The cycler was replaced and the (pdrn) stated the patient was going to complete treatment with manual supplies. The issue occurred during fill one of three, volumes unknown. At that point in time, the technical support representative advised to discontinue use of the cycler. The old cycler was picked up for return to the manufacturer. Additional information has been requested; however, to date has not been provided. Should additional information become available, the file will be reassessed and updated accordingly. Upon physical evaluation of the cycler by the manufacturer, there was evidence of an internal short which was identified on the transformer on the inverter board.